Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels had been going up to 500 mg/dl. They had put the old insulin pump and it was not delivering basal. The customer¿s blood glucose level at the time of the incident was 149 mg/dl. The customer¿s current blood glucose level was 125 mg/dl. They also mentioned that they went to bed with a blood glucose level of 130 mg/dl. When they woke up their blood glucose level was 278 mg/dl. They treated their blood glucose with their current insulin pump, putting another insulin pump on, and a manual injection. The insulin pump passed troubleshooting. The device will not be returned for analysis.